Event description:
It was reported a few years ago the pt experienced a strong stimulation sensation that felt like a shock. The device was reprogrammed and the symptoms subsided. See MFR report # 3004209178-2008-08447.